Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a hole in the tubing. The previous device, implanted on 2010, was removed and replaced for a new ipp. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced because it stopped cycling. There is no more information available.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a hole in the tubing. The previous device, implanted on 2010, was removed and replaced for a new ipp. No patient complications were reported in relation to this event. Additional information received. The device was replaced because it stopped cycling.

Manufacturer narrative:
Malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the leak in one cylinder was likely the result of explant damage it will not be considered a probable cause for the reported events because it is a secondary failure. The other cylinder performed within specifications. There was a leak in the pump cylinder kink resistant tube (krt) at the pump strain relief junction due to fatigue. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. Based on the product analysis the reported hole in the tubing and the inability to cycle were confirmed. The leak identified in the krt is the probable cause of the reported hole in the tubing and the failure of the inflation test confirms the reported inability to cycle the device. The product analysis confirmed the reported hole in the tubing and inability to cycle. The product record review indicated that the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because the reported allegations could be traced to component failures identified during product analysis. Based on the results of this investigation, no escalation is required.